Event description:
According to the available information, when the physician implanted the mobile anchor, during the tension, the sling was detached from the fixed anchor in the suture point. No patient adverse effects were reported.